Event description:
It was reported that there was a revision of a total knee ts. The tibial baseplate subsided. Medial cortex had a previous fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding tibia subsidence involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events referenced for this lot. Conclusions: the exact cause of the event could not be determined because no device and/or medical records were provided. However, the reported event noted patient fell, fracture her right leg and x-ray showed a subsided tibia. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a revision of a total knee ts. The tibial baseplate subsided. Medial cortex had a previous fracture.